Event description:
The customer reported that the system was locking up and self rebooting. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add¿l service info was provided. However, there was no report of a serious injury or death.